Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed, as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the resheath resistance was not determined. There was resistance in the distal segment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the procedure was completed well with another flow diverter pipeline shield 4.75/30. The cause of the failure to open was determined to be vessel tortuosity or a device issue. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. There were additional steps or other devices attempted to open the pipeline, specifically, resheathing, but still not opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured ica supraclinoid aneurysm with a max diameter of 3mm and a 3mm neck diameter. It was noted that the patient's blood vessel tortuosity was moderate the landing zone was 4.1mm distally and 4.8mm proximally. No dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that pipeline stent failed to open at the middle section, at cavernous bend after multiple attempts and while resheathing phenom 27 microcatheter got stuck at distal end. The pipeline was not positioned in abend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure was good outcome the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 catheter.